Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 525cc breast implants and experienced bilateral deflation. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2019. During explantation, the right side was found to be intact. This report is for the right side.